Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal portion of the lead was returned, analyzed, and there was green corrosion on the proximal ring conductor in the trifurbication. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited elevated sensing integrity counter (sic). A fracture of the rv lead was suspected. The rv lead was cut distal to the yoke and partial explanted and replaced. No patient complications have been reported as a result of this event.